Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported auxillary channel was partially blocked with the silicone type of grease during a reprocessing involving a colonovideoscope. There was no patient involvement reported.